Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiib endoleak of the distal bifurcated device. The device, user, procedure, or anatomy relatedness of this event could not be determined due to a lack of relevant imaging and records. Procedure-related harms for this event could not be determined. The final patient status was reported to be good post successful secondary endovascular procedure (reline) with a non-endologix stent. The clinical assessment also determined that there was evidence to reasonably suggest an endoleak type ii lumbar and a non-endologix left side limb stent occurred that was not included in the event as reported; these events were discovered during a review of the 8-month post CT scan. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information received per clinical assessment also confirming the presence of a type ii endoleak at the time of the reported event. In addition, clinical identified that a left side non-endologix stent was implanted at the time of the initial case.

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm. Approximately one (1) year post initial implant a review of the patients follow-up CT scan revealed a type iiib endoleak. The physician elected to perform a secondary procedure where the implantation of a non-endologix device was completed to resolve the issue. The patient is stated to be doing well post-secondary procedure. No further additional information or patient sequelae has been reported at this time.